Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 h6 : mechanical (g04) ¿ femur visual examination of the provided picture identified a femoral implant and articular surface components with visible remnants of bone, tissue, and blood residue attached. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Operative notes provided and reviewed state that the patient underwent a revision left total knee arthroplasty (tka) due to arthrofibrosis and implant migration. Findings included arthrofibrosis, a range of motion (rom), and an internal rotation of the femoral component by 2 degrees. Additional findings were illegible. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent a left total knee arthroplasty. Approximately 2 years post-op, the patient was revised due to arthrofibrosis, stiffness, and migration with exchange of the femoral component and articular surface. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42512400710 - articular surface fixed bearing posterior stabilized (ps) left 10 mm height - 63818989; 42532007501 - tibia cemented 5 degree stemmed left size f - 64417404; 42540200038 - all-poly patella cemented 38 mm diameter - 64450451; unknown - unknown cement - unknown. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.